Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email that the customer had an emergency room visit due to high blood glucose. Customer's blood glucose was 600 mg/dl. Customer declined to be contacted. Customer will not be returning the device for analysis.